Event description:
It was reported that the device exhibited episodes of inappropriate automatic mode switch due to far r over-sensing. No intervention was performed at this time. No patient symptoms were reported.